Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by severe abdominal pain, fever/chills, and cloudy effluent. The cause of peritonitis was unknown. The next day after the onset, the patient was advised to go to the emergency room (ER) as the symptoms were getting progressively worse. During the ER visit, the patient required a surgical revision of their pd catheter. The patient was hospitalized four days later for two days. On an unknown date, the patient began antibiotic therapy with cipro (500mg oral-twice a day), vancomycin intraperitoneally (daily for one week, dose unknown), and cefazolin intraperitoneally (daily, dose unknown). The patient recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.